Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: operation failure of the main board pressure sensor. A root cause could not be identified. Based on the results of the investigation, it is likely the front panel lights off was caused by operation failure of the main board pressure sensor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had its panel lights off with continuous warning sound. It operated normally after restarting. The issue happened during an unspecified therapeutic procedure and was completed using a similar device. There were no reports of patient harm.